Manufacturer narrative:
A copy of the operative report was received which indicates that this valve was explanted due to paravalvular leak (pvl). It was noted that the patient had undergone complicated aortic and mitral valve replacement and repair approximately 4 months prior. His hospital course was complicated by coagulopathy as well as a cardiac arrest requiring compressions. He also developed a severe pvl that resulted in ventricular dilatation and congestive heart failure. He also had a ventricular septal defect (vsd) at the level of the membranous/muscular septum that was causing right ventricular dysfunction. Coronary angiogram revealed that 1 of the struts from the bioprosthetic valve was also obstructing the right coronary artery. Due to the findings, patient was referred for surgical correction. During inspection of the aortic valve, it was noted that the stitches holding the valve in place had torn off of the muscular septum, causing it to be dehisced at the area, resulting in severe aortic insufficiency from there. Then also with the tear, it resulted in a vsd at the level of the muscular septum. The valve was explanted and the area was patched with bovine pericardium. A 21 mm carpentier-edwards perimount aortic pericardial bioprosthesis was then implanted. No operative complications reported. Regurgitation is considered to be a pvl if a turbulent eccentric jet originates between the bioprosthetic sewing ring and the annulus. While the majority of affected patients are asymptomatic, pvl, when severe, can lead to significant morbidity including heart failure and hemolytic anemia. Pvl can occur due to many reasons, including technique and patient related factors. Unfortunately, the explanted device was not returned to edwards for analysis. There is insufficient information to conclusively determine the root cause of this event. Although the root cause cannot be confirmed, it appears that this event was likely due to a combination of technique and patient related factors. The sutures were noted to have torn off the muscular septum, causing the leak. There have not been any allegations of a malfunction or deficiency related to the explanted valve. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. No further actions are possible with the available information.

Manufacturer narrative:
Additional manufacturer narrative: despite repeated attempts to receive further information regarding the device and event, no additional information or sample for evaluation was received. Therefore, the root cause of this event could not be confirmed. There have not been any allegations of a malfunction or deficiency related to the explanted valve. The device was replaced with another edwards valve. Continued attempts are being made to obtain additional details regarding this case. A supplemental MDR will be submitted in the event any new information is received. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. No further actions are possible at this time.

Event description:
(B)(4). It was reported via the implant patient registry that the valve was explanted after an implant duration of approximately 4 months. The reason for explant is unknown. The explanted valve was replaced with a 2700 21mm valve. No additional details provided.